Manufacturer narrative:
In follow up with customer, the customer indicated that the housing for their transformer came apart at the very beginning of the wire and the back of the transformer. She reported that some of wires on the electrical cord were showing. No injuries were reported. Customer also stated that she would send the original product in for evaluation, but as of the date of this report, medela has not received the product. Should the product be received and evaluated resulting in new information, a follow up report will be submitted. As a result of CAPA ca10-049 which was initiated for pump in style transformer overheating/melting issues, a field action safety notification was initiated on 04/04/2011. Activities related to this notifications are on-going.

Event description:
The customer reported that the housing on their pump in style transformer was cracked open exposing the underlying electronics.